Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic/abdominal pain / pain right side') in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), visual disturbances ("vision problems / vision/eye problems -eyesight changed drastically") and migraine ("migraine"). In 2015, the patient experienced allergy to metals ("nickel allergy"). In 2016, the patient experienced abdominal distension ("gastrointestinal or digestive system condition - severe bloating"), fatigue ("fatigue") and alopecia ("hair loss"). In 2017, the patient experienced rheumatoid arthritis ("autoimmune disorder ¿ rheumatoid arthritis"). On an unknown date, the patient experienced abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), headache ("headache"), visual disturbance ("vision problem") and intra-abdominal haemorrhage ("abdominal bleeding") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full),oophorectomy (unilateral), with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal discharge, tooth disorder, visual disturbances and dyspareunia was resolving, the rheumatoid arthritis, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, allergy to metals, bladder disorder, cystitis, headache, abdominal distension, fatigue, migraine, hormone level abnormal, visual disturbance, vaginal haemorrhage and alopecia outcome was unknown and the intra-abdominal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, intra-abdominal haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, rheumatoid arthritis, tooth disorder, vaginal discharge, vaginal haemorrhage, visual disturbances and visual disturbance to be related to essure. The reporter commented: treatment received for dysmennorhea (cramping), chronic pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), rheumatoid arthritis, bladder problem, bladder infection, vaginal discharge, tooth disorder, abdominal distention, visual impairment she had essure explanted on (B)(6) 2017 (discrepancy noted).&(B)(6) 2017. There were three coils visible on the right and there was one coil visible at the end in left side diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jan-2020: pfs & mr: new events: vaginal hemorrhage, alopecia, abdominal bleeding, were added. Reporter was added. Reporter was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic/abdominal pain / pain right side') in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted.in 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), visual disturbances ("vision problems / vision/eye problems -eyesight changed drastically") and migraine ("migraine"). In 2015, the patient experienced allergy to metals ("nickel allergy"). In 2016, the patient experienced abdominal distension ("gastrointestinal or digestive system condition - severe bloating"), fatigue ("fatigue") and alopecia ("hair loss"). In 2017, the patient experienced rheumatoid arthritis ("autoimmune disorder ¿ rheumatoid arthritis"). On an unknown date, the patient experienced abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), headache ("headache"), visual disturbance ("vision problem") and intra-abdominal haemorrhage ("abdominal bleeding") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full),oophorectomy (unilateral), with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal discharge, tooth disorder, visual disturbances and dyspareunia was resolving, the rheumatoid arthritis, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, allergy to metals, bladder disorder, cystitis, headache, abdominal distension, fatigue, migraine, hormone level abnormal, visual disturbance, vaginal haemorrhage and alopecia outcome was unknown and the intra-abdominal haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, intra-abdominal haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, rheumatoid arthritis, tooth disorder, vaginal discharge, vaginal haemorrhage, visual disturbances and visual disturbance to be related to essure. The reporter commented: treatment received for dysmennorhea (cramping), chronic pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), rheumatoid arthritis, bladder problem, bladder infection, vaginal discharge, tooth disorder, abdominal distention, visual impairment she had essure explanted on (B)(6) 2017 (discrepancy noted).&(B)(6) 2017 there were three coils visible on the right and there was one coil visible at the end in left side. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic/abdominal pain') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), headache ("headache"), visual disturbances ("vision problems"), gastrointestinal disorder ("gastro-intestine disorder"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraine"), visual disturbance ("vision problem") and gastrointestinal disorder nos ("gi conditions") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full),oophorectomy (unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rheumatoid arthritis, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, allergy to metals, bladder disorder, cystitis, vaginal discharge, tooth disorder, headache, visual disturbances, gastrointestinal disorder, dyspareunia, fatigue, migraine, hormone level abnormal and visual disturbance outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, rheumatoid arthritis, tooth disorder, vaginal discharge, visual disturbances, gastrointestinal disorder nos and visual disturbance to be related to essure. The reporter commented: treatment received for dysmennorhea (cramping), chronic pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods), rheumatoid arthritis, bladder problem, bladder infection, vaginal discharge. She had essure explanted on (B)(6) 2017 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: laboratory data were added. Added event dyspareunia (painful sexual intercourse), fatigue, migraine, hormonal changes, vision problem, gi conditions. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic/abdominal pain') and rheumatoid arthritis ('rheumatoid arthritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), bladder disorder ("bladder problem"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), headache ("headache"), visual impairment ("vision problems") and gastrointestinal disorder ("gastro-intestine disorder"). The patient was treated with surgery (hysterectomy (full),oophorectomy (unilateral)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, rheumatoid arthritis, abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, allergy to metals, bladder disorder, cystitis, vaginal discharge, tooth disorder, headache, visual impairment and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, gastrointestinal disorder, headache, menorrhagia, metrorrhagia, pelvic pain, rheumatoid arthritis, tooth disorder, vaginal discharge and visual impairment to be related to essure. The reporter commented: treatment received for dysmenorrhea (cramping), chronic pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding),menorrhagia (bleeding b/w periods), rheumatoid arthritis, bladder problem, bladder infection, vaginal discharge, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : previously reported event of injury was updated to pelvic pain. Events added dysmenorrhea (cramping), chronic abdominal pain, menorrhagia (heavy menstrual bleeding),menorrhagia (bleeding b/w periods), rheumatoid arthritis, bladder problem, bladder infection, vaginal discharge, nickel allergy, gi conditions, dental problems., headaches, vision problems added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.